Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead experienced pocket pain, as a result, the ICD system was explanted and not replaced. No additional adverse patient effects were reported. This right ventricular (rv) lead was already returned to boston scientific, however, further analysis has not yet been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed that it would not have caused or contributed to the reported stimulation the patient reported feeling. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead experienced pocket pain, as a result, the ICD system was explanted and not replaced. No additional adverse patient effects were reported. This right ventricular (rv) lead was already returned to boston scientific; however, further analysis has not yet been completed.